Event description:
Information was received from a healthcare provider for a clinical study. The healthcare provider was unable to successfully place the lead for the trial after multiple epidural entries on (B)(6) 2016. There was lead placement difficulty and a dural puncture at l3/4 with a 14 gauge needle accompanied with a cerebrospinal fluid (csf) leak. There was an ongoing csf leak through the hub of the needle. The procedure was abandoned and the patient was taken to the recovery area in good and stable condition. There were no reports of post dural puncture headaches but complaints of right chest wall pain since the procedure on (B)(6) 2016. It was advised to increase the dose of gabapentin for the chest wall pain. The patient was hospitalized. The event was related to the surgery/anesthesia of the implant procedure.